Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and connectors to the gib and ffb pcb assemblies were evaluated, cleaned and reseated. The ps1 was calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.